Event description:
It was reported that during the procedure to treat the mildly tortuous distal right coronary artery (rca), a 2.25 x 15 mm xience xpedition stent delivery system was advanced to the target lesion. Balloon visualization was noted to be poor and the xience xpedition stent was deployed at nominal pressure (10 atmospheres). The stent was not well apposed. The delivery system was pulled back and the stent was not seen in the distal rca. The stent had embolized to the proximal rca. A dilatation catheter was advanced and was able to inflate the stent, deploying it in the proximal rca. A second stent was then deployed to treat the distal lesion without difficulty.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.